Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use and a fragment from the anterior of the post feature fracture off. Fragment part was not returned for evaluation. Device history record was reviewed and no discrepancies were found. The root cause is considered to be design deficiency,bending/torsional loading on the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 1822565-2017-01749.

Event description:
It was reported through instrument return that the tibial articular surface provisional was fractured and missing pieces. No adverse events have been reported as a result of the malfunction.